Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Expiration date the expiration date on the device label is the sterility expiration date. In addition, there is a sterility expiration date clearly indicated on the outside of the unit box. Sterility is assured until the expiration date if the tray and tyvek lid are not punctured or damaged and the seal is not compromised. This device should not be used past the indicated sterility expiration date.

Event description:
Healthcare manager reported labels that are not correctly formatted bar code to represent the expiration date.